Manufacturer narrative:
Concomitant products: product ID 3888, lot# l60147, implanted: (B)(6) 1999, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3888-28, lot# l60147, implanted: (B)(6) 1999, product type lead. (B)(4).

Event description:
It was reported that stimulation caused the patient¿s heart to ¿race.¿ it was noted that the patient¿s stimulation had caused their heart to race for two years. The patient had a cardiac work up that showed normal. The patient was reprogrammed with no change and it was noted they had made an appointment to see their neurosurgeon. More than one month later it was reported that the patient was setting up an appointment to see their health care professional (hcp). The implantable neurostimulator was off. It was reported the patient had been having some medical problems ¿like having a heart attack.¿ the heart issues started in (B)(6) 2012. It was noted the patient had had an EKG done both with stimulation on and stimulation off. When the test was done with the stimulation on the stimulation interfered with the results. It was noted when the patient¿s stimulation was on ¿their heart attack symptoms were a lot worse.¿ it was noted it hurt worse in their chest and their heart skipped a beat every third beat. The patient¿s blood pressure goes down, ¿as low as 35¿ and they have shortness of breath and feel like something heavy was on their chest. When stimulation is turned off the issues don¿t go away but they are not as bad. The stimulation was off the day of report. Patient noted ¿after four hours of having stimulation onthey are in bad shape for the rest of the day and into the next day.¿ patient was wondering if device could be removed and noted ¿they were concerned if they did not find anything in their blood work that they would want to do an MRI.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.